Event description:
It was reported that the right atrial lead was dislodged. The patient was asymptomatic. The physician repositioned the lead successfully. The patient experienced no adverse effect post operation and would continue to be monitored.